Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the insulin pump was not functional. It was reported the customer had a keypad anomaly. Customer's blood glucose was 15 mmol/l. The insulin pump will not be returned for analysis.